Event description:
The pt experienced a burning sensation over their implantable pulse generator. Turning the device on would cause burning and heating. The sensation became stronger when the device is manipulated and pushed upon. Impedance checks were fine. The device was replaced. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.